Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd bactec¿ mgit¿ automated mycobacterial detection system, a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: there is one mgit flagged positive with no visible growth after 42 days.

Event description:
It was reported that while testing with the bd bactec¿ mgit¿ automated mycobacterial detection system, a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: there is one mgit flagged positive with no visible growth after 42 days.

Manufacturer narrative:
H.6. Investigation: this complaint alleges false results on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer called in to report that a vial flagged positive after 42 days with no visible growth in the tube. The customer worked with applications specialist to determine that the issue was customer workflow related. No samples or parts were expected to be returned for this complaint and thus, returned sample analysis is not required. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on november 21 2006. Service history review was performed for the instrument (B)(4) and no additional work orders were observed for the complaint failure mode reported. Root cause is workflow related. This is an unconfirmed failure of a bd product complaint history for results was reviewed for the month of february. The upper control limit was not breached, and trends were not identified associated with this defect. Corrective and preventive action (CAPA) is not required as no trends were identified, and this complaint is unconfirmed.